Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer service engineer (cse) to report a barcode read error occurred on the atellica sample handler prime. A cse checked the instrument¿s barcode reading settings. The customer monitored the instrument for reoccurrence and no further occurrences have been reported. Siemens is evaluating the incident.

Event description:
The customer reported that when a patient sample labelled with (B)(6) was scanned into the atellica sample handler prime, it was recognized as (B)(6) and the instrument flagged the sample tube as ¿duplicated¿. The tube with sample identifier (B)(6) was physically located in another output rack. While the sample was processed, results were not reported for the wrong patient sample. There are no known reports of patient intervention or adverse health consequences due to this incident.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00292 on 10-nov-2023. Additional information (28-nov-2023): siemens further evaluated the event and determined the customer opened the drawer and loaded the sample tube (B)(6) into the drawer. Then, the customer loaded the sample tube onto the track. After, the customer moved sample tube (B)(6) to a different drawer slot, they placed a different tube identified as (B)(6) into the slot from which (B)(6) was removed, and then closed the drawer. When the customer changed the drawer slot, the customer potentially placed sample tube (B)(6) in a drawer slot that is ¿more backwards¿ than the original position. Therefore, in doing so, the vision system potentially recognized the presence of sample tube (B)(6) before recognizing the absence of that tube in the original slot, and the system will declare a duplicated tube. Siemens concluded that moving tubes around in the drawer while it is open potentially contributed to the barcode read error. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.